Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level ranging from 40 mg/dl to 50 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline to address bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. The customer continued to use the pump for insulin therapy.